Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt and monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation damage was discovered on the electrode beltcable between the distribution node (dn) and the ECG c and d assembly. The cause for the damaged cable cannot be positively determined. No adverse event resulted from the damaged electrode belt. The patient received a replacement electrode belt. No problems were discovered with the patient's monitor.